Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a polaris¿ ultra ureteral stent that was implanted on (B)(6) 2015 during a laser ureterolithotomy procedure without any complications, and was removed without any issues on (B)(6) 2015 during a planned removal. According to the complainant, after the stent was removed the patient had intense pain. The physician prescribed the patient oral anti-inflammatories and antispasmodics, but there was no improvement. The physician then prescribed antibiotic which still did not resolve the patient's condition. Therefore, the physician performed "urotac (computed axial tomography performed to ureteral tract)" on an unknown date, which revealed that the patient had ureteral spasm. On (B)(6) 2015, the patient was noted to be "urinating small blood clots", which the physician decided to monitor its evolution, and is currently experiencing pain that comes and goes.